Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump received with cracked lcd window at bottom left and right corners, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading at the time was 144 mg/dl. The customer mentioned that the insulin pump might have been exposed to perspiration. Advised the customer that the insulin pump will be replaced. Nothing further reported.